Event description:
Reportedly, on the (B)(6) 2024, alert received for atp delivered but the egm was not sent on the remote report.

Manufacturer narrative:
The review of provided data confirmed the reported issue: egm report was not sent meanwhile an atp alert was registered. The reason for this behaviour is due to the device memory. Indeed, the device memories zone where episodes are stored is full. Therefore, this new episode triggered atp but did not fulfil the rules to be stored. Since no new episode was stored, no report was sent. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on the (B)(6) 2024, alert received for atp delivered but the egm was not sent on the remote report.